Manufacturer narrative:
Pending investigation. D10. Concomitants: 5140469 170-36-07 - biolox delta femoral head 36mm od, +7mm, 5112714 180-65-20 - alteon 6.5mm screw, 20mm, 5334436 180-65-30 - alteon 6.5mm screw, 30mm, 5071143 186-01-52 - integrip cc, cluster 52mm g2, 4734934 188-01-07 - wedge plasma x/o sz 7.

Event description:
As reported via legal documentation, a patient had left hip replacement surgery on (B)(6)2018. They underwent left hip revision surgery on (B)(6) 2023, approximately 5 years post primary procedure. Revision op report noted severe adverse local tissue reaction. There was dark gray and black synovitis and great abundance all throughout the joint. The surgeon performed an iliopsoas bursectomy and released the ilipsoas tendon. There was some mild osteolysis around the femoral stem, however, the trunnion was in good condition and the stem was well fixed. The surgeon noted finding osteolysis behind the posterior screw of the cup and some osteolysis medially. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.